Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed that the reported issue was duplicated. The investigation determined that debris on the chassis (white sticky foam) was the cause of the reported issue. The debris was removed and the device passed accuracy testing. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.